Event description:
An unknown size bifurcated aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm morphology is unknown and the pt's vessels were severely tortuous. It was reported that a 28 mm x 3.75 cm extender cuff would not deploy because of the pt's severely tortuous vessels. The delivery system was removed from the pt and the case was successfully completed with another aneurx device of the same size. No additional clinical sequelae were reported.